Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made to the customer due to a survey she filled out. Spoke with the patient, and she stated that she was sick for two weeks with high blood glucose levels, and had to go to the hospital. The reported blood glucose at the time of the incident was 420 mg/dl. The patient declined troubleshooting as she felt the insulin pump was working properly. The patient was also not feeling well at the time of the call, due to dehydration and nausea. The patient stated that she was low on electrolytes, and had bronchitis. Nothing further was reported.